Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient, the device would not discharge. The clinician then started CPR and the device discharged energy. The clinician performing CPR received an unintended delivery of energy. Complainant indicated that there was no adverse effect to the patient or the clinician due to the reported malfunction.